Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 480 units of insulin and the fill estimate displayed 100 units. The customer's blood glucose level was reported to be "high"; however, the exact value was not known. To address the bg level, the customer's health care provider delivered a manual injection. It was confirmed that the customer will use the pump for continued insulin therapy.